Manufacturer narrative:
It was reported that the device was discarded; therefore, no physical analysis of the device can be performed. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer supplied images presented polymer jacket separation at an unknown distance from the distal tip. This type of damage may occur if the guidewire is not properly hydrated prior to removing it from the dispenser assembly. As indicated in the directions for use (dfu) precautions, "the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution." As noted in the dfu operational instructions, "to activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." Based on the event information received to date and the customer supplied images, it appears that handling during preparation impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that after being unpacked, the hydrophilic coating of the guidewire peeled off. There were no patient complications reported. Patient condition following procedure - stable. When was the problem noticed: unpacking. Where did the problem occur? Outside the patient. Action taken by the physician to try to resolve the event: none. Patient outcome from the event: none. Event resolved? - unknown. Images of the complaint device received on (B)(6) 2023.